Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression and environmental stress cracking. Full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead had apparently malfunctioned and was capturing in the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.